Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was seen unconscious inside her car on the street by a police officer and she was sent to the emergency room (ER). No physical injuries were observed. Her bg was checked in the ER but no cgm or bg values were provided. No other testing was done. She stated that no medication was provided but she was advised to continue monitoring her blood glucose from her dexcom and bg meter for comparison. She was discharged later the same day and at the time of the report she was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient¿s cgm displayed 400 mg/dl and she self-treated with insulin. However, her cgm value remained at 400 mg/dl and she administered more insulin. An unspecified amount of time later, she was driving home at 9:00 pm, when she passed out in her car in the middle of the street. She was found unresponsive in her car by the police at 1:00 am who called emergency medical services (ems). Ems transported her to the hospital; no information concerning treatment or cgm/bg values were provided. At the time of the report on (B)(6) 2022, the patient was hospitalized but in stable condition. She stated she would be released soon with a glucometer and instructions to perform a bg if the cgm values are suspicious. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).